Event description:
It was reported that the patient's prior urinary device set from (B)(6) 2010 was removed due to an infection. The patient received a new urinary device set on (B)(6) 2012. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received reported that the infection was said to be at the implantable neurostimulator site. The patient outcome was unknown. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v445442, implanted: 2010 (B)(6), product type lead product ID, 3037 l ot# serial# (B)(4), product type programmer, patient. (B)(4).